Event description:
It was reported that the pt began experiencing pain approximately 6 months ago, and MRI showed osteonecrosis involving about 75% of the patella.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Fit and orientation could not be evaluated without x-rays or surgical notes. It is reported that the pt has an aic of 65 and a bmi of 40, which may be factors. Other pt factors such as activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.